Event description:
It was reported that a malfunction occurred on the pump with a displayed error code of malf 6. There was no adverse impact to the customer¿s blood glucose level. The customer contacted technical support and, although the pump was out of warranty, arranged for a replacement. In the meantime, the customer planned to rely on multiple daily injections (mdi) for insulin therapy and intended to initiate the renewal process for insurance coverage before obtaining a loaner pump.